Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The freestyle optium neo meter will perform in accordance with specifications for a period of no more than 5 years from the original date of purchase. As the manufacturing date of this product is before 2013, it has been in distribution beyond its useful life. It is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the meter. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a battery/no power issue with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of hyperglycemia, dizziness, sweating and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified IV as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.